Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The adhesive pad heat welds were observed to be complete and correctly aligned with evidence of adhesive pad fibers indicating that the adhesive pad was fully attached to the pod at one point. The cause of the reported adhesive pad separation could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bg) rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 25 and 36 hours. The pod was reportedly separating from the adhesive at the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.